Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.